Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. The reported additional clip implanted is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on a2p2. During deployment, when the cds separated from the clip, it was noted the clip slightly opened. A second clip was implanted to stabilize the first clip, reducing mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.